Event description:
It was reported that during a supply change on the ilet, the user repeatedly received an ¿unable to proceed¿ alert when attempting to fill tubing up to 13 units and did not observe drops, and troubleshooting identified a connector issue that was resolved by replacing the connector. The user delayed a meal announcement during the issue and subsequently experienced high glucose, and education on proper procedure and meal announcement timing was provided along with replacement inset supplies. Symptoms included hyperglycemia peaking at 235 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.